Manufacturer narrative:
Follow-up #1: date of submission 4/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2017 with the following findings:.. Moisture observed in battery compartment. Cracked battery compartment from heads to case seal left of grip pad. Leak test failed due to battery compartment leak. Opened pump, no further moisture damage found.. Bolus button cover is torn in center; fully functional. Dim display with reddish text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture present in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.